Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related: contralateral iliac limb has dilated due to disease progression. Conclusion: anatomy related: contralateral iliac limb has dilated due to disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the contralateral iliac limb has dilated due to disease progression. Currently the right iliac contralateral limb is 33 mm in diameter. The patient was lost to follow up. The patient presented for a follow up appointment in the physician¿s office. The CT revealed that the there is a distal type I endoleak in the right iliac artery. The physician implanted two endurant iliac limbs 16x10x93 and 16x10x93 and the distal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.